Event description:
It was reported that a loss of monitoring occurred on the apexpro telemetry system. Four pts were being monitored at the time of failure. No injury was reported. All existing and incoming telemetry pts were reportedly moved to another facility. The system is currently is use, following replacement of the hard drive, power supply, and installation of software version 3.9. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.